Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event, a sticky trigger with run-on, was not confirmed. A sticky trigger was found, but no run-on was observed. Upon disassembly, corrosion was observed throughout the trigger assembly. A corroded trigger assembly can cause sticking and prevent the trigger from returning, which can lead to run-on. The device was repaired and returned to the customer.